Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, bloody noses,congestion. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In section h6, health effect - clinical code: 1880, 4458, 4464 were missing in previous report, which is now updated in this follow-up report.